Manufacturer narrative:
Philips has investigated this complaint. The philips engineer contacted the customer and confirmed the image processing malfunction. The quote has not been accepted by the customer and there was no service provided from the philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was an image processing malfunction. No harm has been reported to philips. Philips has started an investigation of this complaint.